Manufacturer narrative:
Based on the historical data review and the device history record review there were no trends observed with this complaint type. There were no non-conformances or capas associated with the lot or part number. The surgical technique and device specifications were also reviewed for this investigation. Since the device was not returned and further information with regards to this case was not available at the time of this investigation the root cause is indeterminate.

Event description:
The surgeon implanted the cervical cage with the plunger from the acis set. The cage broke on the backside. Surgery was delayed due to the reported event for greater than 20 minutes., device was explanted and a replaced with a new device. Procedure was reported to be successfully completed., fragments were reported as being generated but easily removed without additional intervention.